Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue, serious injury - unspecified was not determined. The reported issue that there was an pump issue, serious injury - unspecified could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving unspecified infection, pain, erythema, unexpected medical intervention, bruise/contusion, change in therapeutic response, insufficient information, device not returned, no findings available, cause not established.